Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. The patient was not hospitalized prior to passing away and passed away at home. Automated peritoneal dialysis therapy was ongoing up until the time of death. It was not reported if peritoneal dialysis therapy was being performed with the baxter healthcare homechoice device and/or baxter healthcare solution(s) at the time of death. The cause of death was unknown and it was unknown if an autopsy was performed. No additional information is available.